Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device was broken and therefore the image had color dots, the 3-dimensional image had defects or was not displayed. In regard to the broken charged coupled device, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited a broken charged coupled device, the image had color dots, and the 3-dimensional image had defects or was not displayed. There was no patient involvement.